Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 29 mmol/l and treated with manual injection. The customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was not active. Customer alleging possible pump under delivery. Customer declined additional troubleshooting for high blood glucose level. Customer stated that they had issues with sensors and received a sensor updating. The insulin pump will not be returned for analysis.